Event description:
It was reported that the insulin pump had a broken case. The reporter declined to provide the blood glucose reading. Advised return of the device for analysis. Nothing further reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, cracked display window, and cracked case near display window corners, which were noted during a visual inspection.